Manufacturer narrative:
Concomitant: product ID 8627l10, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2004-(B)(6), product type pump. Product ID 8627l10, serial# (B)(4), implanted: 2004-(B)(6), explanted: 2004-(B)(6), product type pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for non-malignant pain. The first pump was stated to have "malfunctioned" and was replaced. The issue occurred in (B)(6) 2004. The pump was found to have flipped in the pocket and was replaced due to the inability to access for refill. It was further stated the catheter"tip" had broken on the first catheter as well (unknown location of break, however device registration indicates the proximal catheter segment was replaced). Please refer to mfg. Report# 6000030-2016-00007 for information pertaining to the pump flip.